Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20456. Further follow up identified the patient underwent surgical intervention (date of surgery is unknown at this time) where the leads were sutured. Reportedly, discomfort has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20456. Further follow up received identified the surgical intervention was taken on 08/06/2015 (sjm was not present at surgery).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20456. It was reported the patient (australia) experienced discomfort at the lead site (date of event unknown). The physician suspected the lead may have migrated. As a result, surgical intervention may be taken at a later date to address the issue. The patient received 4 leads (model 3156) as a part of pns (off label) system. Three of them are from same lot number (4990104). It is unknown which one is related to the issue; therefore, all the suspected devices are being reported.